Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was the needle removed from the patient? No further information is available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an eyelid ptosis operation procedure on (B)(6) 2021 and barbed suture was used. The suture detached from the needle, and it was not a control release needle. No adverse patient consequences were reported. Additional information was requested.

Event description:
It was reported that a patient underwent an eyelid ptosis operation procedure on (B)(6) 2021 and suture was used. The suture detached from the needle, and it was not a control release needle. No adverse patient consequences were reported. Additional information was requested.